Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was due to a failure of the main keypad. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on. It is unknown if there was patient use associated with the reported event; no information was provided.